Event description:
Viabahn stent-graft being used to treat stenosis of av graft outflow vein. The stent-graft was situated perfectly in a straight vane segment, over a 0.038" bentson guidewire, which is our standard for this procedure. During attempted deployment, after approximately 2/3 of the stent have been expanded, deployment dashboard is suddenly struck and could not be pulled any further. Multiple attempts to get the court to release the remaining unopened stent-graft were unsuccessful. The wire was replaced with a super-stiff amplatz wire, which did not substantially change the configuration of the stent-graft; the cord would still not release the stent-graft. There was marked deformation and segmental particle expansion of the stent-graph. Finally, with intentionally excessive force, the [invalid] snapped, and the stent was left completely opened, resulting in obstruction of the target vessel. Attempts to extract the stent using a snare were unsuccessful. The graft had to be occluded to avoid extravasation around the mal-deployed sent. The patient was sent by ambulance to hospital, admitted for a management of this complication, observation, and surgical graft salvage. He needed acute femoral hd catheter for treatment of renal conditions (hyperkalemia, hypertension, fluid overload). Surgery was not willing to operate on a graft due to the potential difficulty reaching healthy target made. A long-term tunneled hemodialysis catheter was placed, and he was discharged with plans for a new av access creation. The otherwise good quality dialysis graft had to be sacrificed. Note that we have placed several hundreds of the viabahn stent-grafts in similar situations. On rare occasion, we had the deployed cord "stick" and meet some resistance; each time we have been able to overcome back with additional gentle traction. This is the first time we have had a deployment failure. FDA safety report ID # (B)(4).